Event description:
The customer reported there was a problem with an arcing sound coming from the x-ray tube. Later on, he called back saying the arcing was worse. The ge svc rep recommended to discontinue using carm until svc was performed. Upon inspection, the ge rep found the cathode candlestick arcing inside the tube port. The system was failing during a procedure. But there was no pt injury.

Manufacturer narrative:
The ge svc rep removed the x-ray tube and thoroughly cleaned the ports and the candlesticks of all arcing marks. No damage incurred. He tested system under max load without problems. On 08/20, the x-ray tube started arcing again. On 08/21, he replaced the x-ray tube, recalibrated filaments and performed tests under max load. The carm is now working properly.